Event description:
It was reported that a patient underwent a sling procedure on an unspecified date. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation on 04/26/2007 due to stress urinary incontinence and cystocele. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, bleeding, dyspareunia and vaginal scarring. It was reported that patient experienced mesh erosion, rectal incontinence and underwent mesh revision on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary frequency and urinary tract infection. It was reported that the patient underwent cystoscopy with hydro distention, removal of anterior vaginal wall mesh, vestibulectomy with vaginal wall advancement on (B)(6) 2013 by (B)(6) due to dyspareunia, vestibulitis and interstitial cystitis. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary frequency and urinary tract infection. It was reported that the patient underwent cystoscopy with hydro distention, removal of anterior vaginal wall mesh, vestibulectomy with vaginal wall advancement on (B)(6) 2013 by (B)(6) due to dyspareunia, vestibulitis and interstitial cystitis.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00429. The same patient is represented in each medwatch.

Manufacturer narrative:
Follow-up 02 was sent as an error. Additional information in follow-up 02 will be sent on 2210968-2013-22691. The patient underwent mesh implantation on (B)(6) 2007 due to stress urinary incontinence and cystocele. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, bleeding, dyspareunia and vaginal scarring. It was reported that patient experienced mesh erosion, rectal incontinence and underwent mesh revision on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrence, infections, dyspareunia and depression. No additional information was provided.